Event description:
It was reported that a knot lock occurred during attempted suture placement in the mildly calcified right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to a 18fr sheath. A second proglide device was used for successful suture placement. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patient with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed the link was cut instead of the rail end portion of the monofilament. Also, the suture loop/bight was cut. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.